Event description:
Health professional reported a lap-band slippage, first noticed when pt complained of "vomiting" and being "unable to tolerate liquids." An upper gastrointestinal was performed, which diagnosed band slippage. The lap-band system was explanted without replacement. At the time of explant "adhesions and scar tissue" were noted.

Manufacturer narrative:
(B)(4). The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the device had no further info regarding the device serial number. Band slippage and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.